Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a magellan safety needle. The customer reports when pushing the safety slide down, the plastic broke at the connection of the plastic that goes over the needle. The customer stated the safety shield completely detached form the device. There was no injury as a result of the event.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.